Event description:
It was reported that continuous glucose monitor showed error message during use with sensor. There was no reported adverse impact to the customer. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.